Manufacturer narrative:
G4:13nov2020. B4: 16nov2020. A front bezel assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the navigation ring (nav-ring) potentiometer pre-load test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the setting value failed to be modified by the navigation ring. Reportedly, the touchscreen was functioning. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue.

Manufacturer narrative:
G4: 14oct2020; b4: 15oct2020. The manufacturer¿s international service technician replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.